Event description:
On 03/15/2024, it was reported by a sales representative via (B)(4) that an ar-9800 console has a burning smell when it comes on. This occurred during use in a case with no patient effect.

Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.